Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 12 bd ultra fine¿ pen needles were unable or difficult to prime during use. The following information was provided by the initial reporter: consumer reported found 12 pen needles to clog during flow check. Lot #: 9317860, catalog#: 320122, date of event: unknown.

Event description:
It was reported that 12 bd ultra fine¿ pen needles were unable or difficult to prime during use. The following information was provided by the initial reporter: consumer reported found 12 pen needles to clog during flow check lot #: 9317860. Catalog#: 320122. Date of event: unknown.

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes. D.10 returned to manufacturer on: 2020-08-19. H.6. Investigation summary customer returned (7) open 4mm, 32g pen needles from lot # 9317860. Customer states that the pen needles clog during flow check. All returned pen needles were examined and 4 out of 7 samples exhibited a broken non patient end of the cannula. All remaining samples exhibited a bent non patient end of the cannula. Both of these issues could prevent insulin from flowing through the cannula properly. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Bd was able to duplicate or confirm the customer¿s indicated failure (bent and broken non patient end of the cannula). Root cause user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen.